Event description:
The customer form germany notified the complaint to the htl-strefa s.a. Regarding needle bending during the injection. However with the sample under complaint returned to htl-strefa s.a. There was provided also letter describing additional issues, as below: "dear all, with the above-named lot, we have been notified of various issues from various customers. The needles either bend when they are inserted into the body, or they are blunt and can only be inserted into the body with great pain. In one case, the needle became detached from the holder when it was withdrawn and got stuck in the body. The pen needles sent in are from affected packaging that the customer sent back to us." Htl-strefa s.a. Requested about additional information about needle stayed in the body incident with no answer till (B)(6) 2023. "1.the needle could be removed. 2. The injection was made by nursing staff in a nursing home. 3. The patient did not require medical intervention."

Manufacturer narrative:
The event didn't occurred in territory of USA. In the oryginally complaint notification there is information about needle bending, problems with skin penetration, pain during use and as follow-up information incident of needle detachment from the hub during the injection. The needle could be removed without medical or surgical intervention. In the communication there was no information about serious injury or patient's health deterioration. Base on assessment, we do not found that incident directly or indirectly led, might have led or might lead to any of the following: a death or serious injury or would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Performed evaluation no defects were found that could be the cause needle-hub connection failure, broken or bent needle. Device history records were reviewed, no records confirming the defect were observed. Therefore, the chance of a death or serious injury occurring as a result of a recurrence of the malfunction is remote. However, per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation (see section 2.14 of this guidance).